Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Moreover, the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing because of breakage. Size of missing piece is approximately .059¿ x .092¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument

Event description:
It was reported during a da vinci-assisted procedure the long bipolar grasper instrument was not working when the surgical staff tried to use bipolar energy. When the instrument was pulled out a scrub technician found the wire on the instrument snapped. The site completed the procedure as planned with no reported patient injury.